Event description:
The pt reportedly elected to undergo revision surgery for a technological upgrade. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The pt is reportedly doing well with the newly implanted device. The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device passes the tests performed. This older device configuration is no longer manufactured. This is the final report.